Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out-of-range pacing impedances of greater than 2000 ohms during a device upgrade procedure. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out-of-range pacing impedances of greater than 2000 ohms during a device upgrade procedure. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.